Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this implantable cardiac monitor was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. The analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this implantable cardiac monitor was explanted and replaced as the incision got partially opened. The incision was showing signs of infection (redness and scabbing). This product was returned and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardiac monitor was explanted and replaced as the incision got partially opened. The incision was showing signs of infection (redness and scabbing). This product is expected to be returned and no additional adverse patient effects were reported.